Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range impedance measurement greater than 3000 ohms. Technical services (ts) provided a review and noted that the impedance was stable but has been jumpy for the last four months. Ts was consulted and recommended in office evaluation of the lead. This rv remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5164660.